Event description:
Procedure: thyroidectomy. According to the reporter: the surgeon followed the normal procedure for stapling, but after removal of the device the surgeon noticed that the stapling did not occur. The last known patient status was reported as fine. To correct the problem, the surgeon used clips and took another stapler ((B)(4)) and ended the surgery with no further issue. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)